Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. Download data from the device showed that the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in the completion of second prime without the needle deploying. The pod was successfully paired with a pdm, completed priming, a delivered a 5u bolus. No rotational sensor errors were replicated in the rerun data. The needle mechanism deployed normally during the rerun. Inspection of the commutator cap and rotational sensor springs found no damages or defects that would result in the rotational sensor malfunction. The exact cause of the rotational sensor malfunction could not be determined.